Event description:
Device diagnostic testing has yielded increasing dc-dc codes since the pt underwent generator replacement surgery. It was also reported that the pt is experiencing a shock-like sensation in their neck during stimulation. Device diagnostic testing at subsequent office visit resulted in high lead impedance reading indicating possible device malfunction or connection problem. Review of x-rays by treating neurologist did not reveal any obvious discontinuities in the ncp system. Review of x-rays by MFR revealed an area of concern in the area of the lead electrodes, but was inconclusive in determining whether or not a lead discontinuity was present. Lead break is suspected. Lead replacement surgery will likely occur.